Event description:
It was reported to philips that the device was not fully starting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) contacted the customer and identified an issue with the x-ray system startup. A philips field service engineer (fse) visited onsite and identified that the issue was caused by a malfunction in the suite pc. To resolve the issue, fse replaced the suite pc, reinstalled the system software (r2.2.7). After the replacement, the system was returned to use in good working order. The suite pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.